Event description:
It was reported that this pouch was opened for procedure, but the patient became sick. The pouch was thrown out due to contamination. The product was never in service. No patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).